Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their 4085 surgical table moved during a procedure after an uncommanded unlocking of the floor lock feet. No report of injury. A procedural delay was reported as a result of the table movement. The procedure was completed successfully.

Manufacturer narrative:
A service technician inspected the table and found that the floor lock manifold required replacement. The manifold was replaced and the table was returned to service. No additional issues have been reported.